Event description:
The pt no longer gets a low cartridge alarm. The cartridge just goes empty. When asked if there is a possibility that pt had confirmed the alarm and had forgotten, pt denied having done so. Pt called back six days later reporting that again pt did not receive a low cartridge alarm. Pt had disconnected for a shower and when pt got out, the pump said delivery halted no prime. Pt confirmed and the screen read 10 units. Pt primed and then it read 5 units, but again pt never got the low cartridge warning. Pt said the cartridge warning was set at 20 units.